Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the ins was replaced on (B)(6) 2019 and would be returned for analysis. Replacement of the ins was successful with good connections and all impedances were within normal limits. As of (B)(6) 2019, the patient was not reporting any issues with the new ins. It was also noted that the patient was more "cognitive" while stimulation was "off" both prior and after surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostim ulator product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Complaints of patient's non-functioning status with no stimulation will continue to be reported on the replacement 97715, item:20, s/n:(B)(6), regulatory report #3004209178-2019-17813.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On october 3, 2019, additional information was received from the rep who had confirmed the information with the hcp. No medical history was provided to the manufacturer for confidential reasons. The cause of the "stated of somewhat consciousness" has not been determined however, two physicians had eluded to psychological causes. No known testing had been done. However, the rep had conducted a couple of tests with stimulation including impedance testing. The other test was to test the theory that the patient was having "symptoms" when they no longer felt stimulation. For example, the patient originally stated that when the ins turns "off" they essentially shut down. However, it was only when the patient stopped feeling the stimulation that they exhibited symptoms, which appears to be psychological. The rep and the physicians do not believe it is related to the device. The issue has not been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor and the rep. They reported they were not aware of any medical or psychiatric history that would be relevant to this event for the patient. They were unable to determine the reason why the ins had been shutting off and on nor why they were experiencing the reported symptoms. To address the reported issues, the ins was replaced. The rep returned the ins for analysis; it was received into the analysis lab on may 23, 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2019 (approximately a month prior to the report), the ins started shutting itself off and back on again at random times. The patient confirmed that the ins had plenty of charge. When the ins would shut itself off, the patient would lose cognitive ability and enter a state of "somewhat consciousness", and the patient would collapse. The ins would then appear to turn itself back on. It was noted that one time it occurred, the patient's spouse placed the programmer antenna over the ins but hadn't pushed any buttons, and it came back on by itself. On (B)(6) 2019, the patient saw their doctor and met with a rep to report this issue. The rep reviewed product use with the patient to determine if they were using it correctly. They checked impedances and found high impedances (>10,000 ohms) on contact 10, but confirmed that contact was not being used in the programmed settings. During the impedance check, the patient felt the stimulation go off, at which point they went into a state that seemed like they passed out until the programmer was started up again. The rep confirmed that they had not made any changes to the patient's programming and that the adaptivestim feature was not being used and had stayed off. After the appointment, when the patient was leaving the doctor's office, they started to complaint that the stimulation felt different even though no changes had been made. They also reported they were having difficulty breathing. Medical assistance was called to assist, and the patient was put into a wheelchair and their vitals were checked, which indicated their heart rate and blood pressure had elevated. The rep reduced the voltage from 4.2 to 3.9 since turning stimulation off was resulting in the unusual symptoms, but when the nurse practitioner asked the rep to turn the stimulation off, they did, at which time the patient slumped over and was unable to communicate verbally, but could still understand everything that was going on around them. The healthcare provider (hcp) then asked the rep to turn the stimulation back on, and then the patient was taken to have fluoroscopy performed to examine the leads. The hcp reported the leads and the ins looked normal, so the patient was sent to the emergency room (ER) for additional testing. Before turning the stimulation back on, the rep turned stimulation down to 0.0 volts. The patient was still in a slumped over state when the ins was turned back on, and remained like that until the stimulation was increased to 3.2 volts and the patient began to perceive the stimulation. The patient did not experience the breathing difficulty or the pain at that time. The ER doctor asked the rep to turn stimulation on and off to show them what was occurring when stimulation was turned off. The ER doctor stated that the symptoms were very unusual. An electroencephalogram (eeg) was performed in the ER, and the results were normal when then stimulation was on and when it was off. The patient had mentioned that when they spoke to their doctor on the phone, it was suggested the ins may need to be replaced. On (B)(6) 2019, the rep received a text message from the patient's spouse, so the rep contacted them. It was reported that the stimulation had failed again, which was explained to mean that the ins was turning itself off and on and off and on, which caused the patient's knees to buckle resulting in a fall in the hall. Their spouse was present and was able to catch the patient and guide them to the floor. It was noted the patient was able to communicate with their spouse at that time, and told their spouse that the ins had turned back on. The patient ended up contacting their doctor to report what had just happened. It was noted that prior to all this occurring, the patient had not had any falls or trauma, nor could any other contributing factors be identified. The issue was not resolved. The rep confirmed that as of february 19, 2019, no surgical intervention had been planned or scheduled. The rep reported to continue follow up with the patient's hcp for additional information. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.